Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a hole in the tubing near the patient line adaptor was observed. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the customer reported lot h19b10083 which is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a hole "in the patient line just before the connector" of the homechoice cassette which resulted in leak. This occurred during fill one of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.